Event description:
Smith & nephew france reported the breakage of a screw during insertion. It was stated that a delay occurred, however no serious injury was reported. No add'l info is available at this time.